Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 year ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg would not charge anymore. The patient underwent an ipg replacement procedure and was doing well doing postoperatively. The explanted device will not be returned as it was discarded by the medical facility.